Event description:
The button on injector cord stuck causing the pt to receive multiple injections of dye. The pt fibrillated and required defibrillation. No permanent injury.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: 2.device serviced in accordance with service schedule. Date last serviced: . Service provided by: user facility biomedical/bioengineering department. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: mechanical tests performed. Results of evaluation: expected wear/deterioration. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service. The device was not destroyed/disposed of.